Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted into the 2nd obtuse marginal vessel. Approximately 14 months post index procedure, the patient suffered from acute cerebral infarction which was treated with medication. The investigator assessed that the event was not related to the device. The patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.